Event description:
The hosp reported there was non-organic material coming out of the reusable hysterscope sheath while it was in the pt. It is unknown if the procedure was completed. There was no allegation of harm.